Event description:
It was reported that device recapture difficulty occurred. A left atrial appendage (laa) closure procedure was performed using a 30mm watchman laa closure device with delivery system (wds). Difficulty was encountered recapturing the closure device for repositioning. The closure device was recaptured and removed and the procedure was completed with a different device.